Event description:
It was reported that during an iliac stenting treatment procedure, the stent delivery system became locked up on the guide wire. The unspecified target lesion was in the iliac artery. A 9.0 x 40 x 75 cm express-biliary ld stent was selected and advanced to treat the target lesion. During the procedure, the stent delivery system became "locked up" on a non-bsc wire. The devices were removed as a unit and the procedure was completed with another device. There were no patient complications reported with the patient's current condition listed as "fine".